Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: microcatheter (details unknown). (B)(4)

Event description:
It was reported by the hospital contact that the coil (cpl10020630/c26879) was not able to advance through the microcatheter (details unknown). The product will be returned for analysis.

Manufacturer narrative:
It was reported by the hospital contact that the coil (cpl10020630/c26879) was not able to advance through the microcatheter (details unknown). The product will not be returned for analysis. Based on the information, the event was not confirmed. The product was not returned for analysis; however procedural factors may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
It was reported by the hospital contact that the coil (cpl10020630/c26879) was not able to advance through the microcatheter (details unknown). The product will not be returned for analysis. Very limited information was received. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, it was found that there was unreported damage of the coil being returned stretched. Unreported damage of the core wire and coil being returned completely outside the introducer sheath was found. The coil¿s socket ring was found pushed down inside the outer sheath. The proximal section of the coil was stretched to where the primary winding was now straight. Past the primary winding damage, the remainder of the coil was stretched losing its secondary winding. The circumstances of how and when all the above unreported damage occurred cannot be determined. Due to severe coil damage no laboratory advancement testing could be performed. No manufacturing defects were found. The complaint of the coil not being able to be advanced through the unidentified microcatheter cannot be confirmed. Due to the unreported severe coil stretching and the introducer sheath being removed from the core wire and coil, laboratory testing could not be performed to duplicate the field complaint; therefore the root cause of the coils advancement difficulty inside the microcatheter cannot be determined. In addition, without the identification or the return of the unknown microcatheter and rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.